Event description:
At about 2 years and 6 months after primary, the patient came in reporting pain due to instability of the glenoid and the cause is unknown. Moreover, there was evidence of radiolucency around the peripheral screws and central screw. The surgeon revised the glenosphere, screws, baseplate, poly and metaphysis. The surgery was completed successfully. The liner and metaphysis had to be removed in order to have access to the glenosphere and baseplate.

Manufacturer narrative:
Batch review performed on 06-aug-2024: lot 1908238: 50 items manufactured and released on 06-may-2020. Expiration date: 2025-04-22. No anomalies found related to the problem. To date, 49 items of the same lot have been sold with no similar reported event during the period of review. Addiitonal implant involved, batch review performed on 06-aug-2024: reverse shoulder system 04.01.0169 glenosphere - ø36x24.5 (k170452) lot 2105861: 194 items manufactured and released on 25-aug-2021. Expiration date: 2026-07-27. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.